Event description:
Reporter initially noted a pressure problem. Follow-up with surgeon noted a bolus of fluid came through during phaco, and a posterior capsule tear occurred immediately. Vitrectomy performed.